Event description:
A simplify disc removal due to osteolysis was reported. Converted to fusion.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.